Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
The patient reported loss of stimulation. The patient was able to charge and the implantable neurostimulator (ins) was almost full. The patient was also able to increase stimulation but it was at 9.2v and was hardly feeling stimulation. The indication for use was multiple back operations. If additional information is received, a follow up report will be sent.